Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had a larger than normal prime volume. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/07/2016 with the following findings: the review of the black box showed "pump not primed" warnings. In addition, non-zero low force readings were observed in the black box data. Investigators performed rewind, load cartridge, and prime steps successfully with no issues or alarm occurrences. Force sensor calibration check revealed no issues. The pump was exercised for 24 hours with no loss of prime occurrences. The pump was opened and no damages were found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.